Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's parent called and reported the customer was extremely sick and had high blood glucose of 300 mg/dl, which was treated with manual injection, but it rose again to 430 mg/dl. During troubleshooting, customer stated the drive support cap appeared normal. Customer's parent declined to check for leaks, air bubbles, or accuracy of settings. The high pressure test was performed and did not pass. The customer's parent declined to repeat the test. It was advised that the customer revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.